Manufacturer narrative:
Medtronic received additional information that the valve was replaced due to aortic insufficiency. The sinus of valsalva was noted to be dilated on computed tomography (CT) prior to valve replacement. The CT imaging also identified calcium under the right coronary cusp (rcc) and left coronary cusp (lcc) of the bioprosthetic valve, as well as calcification of the sinotubular junction and proximal right coronary artery. Coding updated in additional MFR narrative. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 4 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported.